Event description:
It was reported that the pump touch screen became cracked and unresponsive. Reportedly, the reason for the cracked screen was unknown. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.